Manufacturer narrative:
(B)(4).

Event description:
It was reported that the presented to the hospital due to the advisory. Premature battery depletion was observed. The decision was made to explant the device since there is only 8 months left. A new device was implanted on the left side. The old device was not explanted and both the pacing and tachy therapy was turned off. Device remains in the patient and the patient is doing well.